Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message of "replace sensor¿ after a day of wearing the freestyle libre 2 sensor. As a result, the customer experienced symptoms of sweating, disorientation, seizure, and a loss of consciousness, and was unable to self-treat. The customer further reported he ¿almost died¿ and be had contact with a healthcare provider who provided oral gel, sweets, coke, and chocolate for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.